Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was trialing an external neurostimulator (ens). It was reported that the patient tried to increase their amplitude but saw a 'settings not available' screen. They tried to reset the controller and ens but then they could not increase the settings from 0.1ma to 0.2ma. The rep was going to call the patient back to try to get the ens communicating with the controller again. The patient was not feeling stimulation in the forehead and near the eye; they reported that this was a sudden change in therapy/symptoms. The patient had good stimulation coverage and pain control up until today. No further complications reported. Additional information received. It was reported that the error screen was due to a fractured lead which caused impedance issues. The healthcare provider removed the trial leads. No further complications reported.